Event description:
It was reported that upon a failed cyber security software update, backup vvi operation was observed on the pulse generator. It was noted that the patient experienced palpitations, which was not confirmed. A device software download was performed successfully. Programming modifications were performed. It was noted that the cyber security software update was not reattempted. The patient¿s condition was stable.